Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Complaint received with return of device. Failure (event) observed during analysis. Analysis found insulation abrasion at 16.2 to 16.7cm from the connector pin, exposing the rv cables. The lead abrasion is consistent with that produced by friction with the ICD can.

Event description:
This report is to advise of an event observed during analysis.